Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patients meter has been returned on 9/25/2014 and further evaluated by lifescan product analysis on 10/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately erratic compared to her feelings, and inaccurately high compared to feelings and another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that between 9:00pm and 10:00pm pdt on (B)(6) 2014, she obtained alleged inaccurate high/inaccurate erratic readings with the subject meter of ¿11.0, 10.7 and 7.5 mmol/l¿, performed within 30 minutes of each other. At the same time, she alleges obtaining an inaccurate high reading on the subject meter of ¿11.0 mmol/l¿ compared to ¿6.7 mmol/l¿ on another onetouch verio iq meter, performed within 20 minutes of each other. Based on statistical methodology, these reported results fall outside lfs¿ accuracy and precision criteria. The patient manages her diabetes with pills, diet and/or exercise. The patient alleges that when she ¿saw the high results¿, she took oral diabetes medication. Approximately 15 minutes later, she reported experiencing symptoms of ¿shaking, rapid heart-beat.¿ it is not known whether the patient administered any treatment for her symptoms. No medical intervention was specified. At the time of troubleshooting, the csr noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had used blood from the same, approved sample site. The patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.